Event description:
As reported through the clinical trial, during transapical (ta) deployment of a 23mm sapien valve, the prosthetic valve moved slightly upwards as the balloon was deflected by the prominent (ventricular) septal bulge. Post deployment angiography and tee revealed an adequately seated prosthetic valve with no significant aortic insufficiency or paravalvular leak. The valve struts were deployed across the coronary ostia, but the coronaries were patent with brisk distal flow on aortic root angiography, and the patient remained hemodynamically stable. After the procedure, the patient was transferred to the ICU and thereafter developed cardiogenic shock, the right coronary cusp was occluded. The patient was taken back to the cardiac cath lab. The team pulled the deployed bioprothesis back to the descending aorta in an attempt to open the right coronary artery. Actions were not successful, the patient ''had a refractory heart failure'' and expired. Per the clinical trial report, the cause of death was cardiogenic shock. Additional information from the edwards clinical specialist: the patient was prepped in the usual fashion for a ta access. Intra-procedural tee confirmed an annulus of 19 mm and a 23mm sapien valve was chosen. The balloon aortic valvuloplasty (bav) was done during rapid ventricular pacing (rvp) using 20mm x5cm non edwards balloon. The valve was then positioned at 60/40 for deployment and when the inflation began the valve moved aortic 5-6 mm. The patient experienced no hemodynamic issues or EKG changes. The tee showed trace paravalvular leak (pvl) and trace central aortic insufficiency (cai) due to wire in place. In short axis, long axis and deep gastric views the valve remained stable with leaks described. The post root shot angio showed no leaks but showed that all of the coronaries were covered by the valve and still patent. It was decided by the operators to close the apex with no further intervention. The patient was stable throughout.

Manufacturer narrative:
Echo and cine images were provided to edwards and reviewed by edwards medical director: observations/impressions: moderate to severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta; unremarkable bav; good image intensifier angle; fair coaxial alignment; valve positioned 60/40 ventricular, moved 3-4 mm aortic during deployment. Ventilation held, no loss of pacing capture. Significant valve oversizing with a 23mm sapien in a 19mm annulus. Post deployment,t aortogram demonstrates minimal ar and timi 3 flow of lca and timi 2 flow of rca. On long axis view tee post deployment echo demonstrates severe air emboli. Per report, ef 65%. Impressions: slight movement of sapien valve during deployment, without obstruction of coronary arteries. Preserved ejection fraction could have contributed to aortic movement during deployment. Post deployment, tee demonstrates significant air emboli in ascending aorta. It is conceivable that the rca inferior wall myocardial infarct was secondary to air emboli down the rca. Per the device instructions for use (IFU), malposition of the valve requiring intervention, and coronary occlusion are potential risks specifically associated with the use of the bioprosthetic valve. Per the physician training guide, it is recommended to avoid sigmoid septum (severe septal hypertrophy). Additionally, balloon movement during deployment is one of the factors which can contribute to valve malposition; this can be caused by slow inflation/deflation of balloon, inadequate reduction of transvalvular flow and operator error (e.g. Non continuous inflation of the balloon during deployment could cause the prosthesis slipping off the balloon). Other factors which could contribute to valve malposition are poor positioning by operator (e.g. When the calcification on the tip of the valve is the only landmark used for positioning), annulus-valve mismatch and interference from adjacent structures (e.g. Subaortic hypertrophy). DHR review of the valve shows that the device met specifications prior to its distribution. In this case, it appears that patient and procedural factors caused or contributed to the reported sequence of events. No further actions are required at this time.